Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had damaged sensors that needed to be replaced. No further details were given. The customer disposed of the sensors, but a replacement sensor was shipped to her as a courtesy.